Event description:
It was reported that 24 hrs after insertion of the iab, the pump experienced helium leak alarms, and blood was noted in the helium tubing. The iab was removed and a replacement was not indicated. There were no pt complications.